Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to control a bleed in the duodenum during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was very tortuous. During the egd procedure, the resolution ii clip device was advanced through an egd scope to the target tissue. It was reported that the clip was very difficult to open and close and after deployment onto the tissue, it was very difficult to separate the clip from the delivery catheter. The physician had to manipulate the scope and eventually the clip separated from the delivery catheter and remained attached to the tissue. The procedure was completed with this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was deployed and not returned. Additionally, the bushing arm was bent. No damage was observed to the mini-sheath. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported event of clip failed to release was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to control a bleed in the duodenum during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was very tortuous. During the egd procedure, the resolution ii clip device was advanced through an egd scope to the target tissue. It was reported that the clip was very difficult to open and close and after deployment onto the tissue, it was very difficult to separate the clip from the delivery catheter. The physician had to manipulate the scope and eventually the clip separated from the delivery catheter and remained attached to the tissue. The procedure was completed with this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.